Manufacturer narrative:
The reported device is being returned to (B)(4) for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system.

Event description:
The distributor reported on behalf of their customer that the ts8850, concept grafix tendon stripper, ruptured the muscle during an acl procedure on (B)(6) 2019. Another tendon stripper was used to complete the harvest. An additional incision was made next to the original incision to remove the muscle from the stripper. The tendon was able to be used and the procedure was completed as planned even though they did not feel the quality of the graft was as good as it should have been. There was a reported 20-minute delay during the procedure. This report is being raised based on patient injury.

Manufacturer narrative:
Correction: previously stated (B)(4) was a serial number, it is corrected to be a lot number. Complaint was confirmed. Examination of the returned used, device item ts8850, confirmed the reported problem and found tendon stripper broken off at the tip. The returned device was inspected and could not find any discrepancies with machined critical dimensions. Product is machined to required specifications and no sharp edges were found when inspected under the microscope. A device history record was requested from the manufacturer, classic wire; however, the only information provided was the quantity produced for the lot and the date of manufacture. A lot history report revealed there have been no other complaints for this lot of product per a two-year review of complaint history. A two-year review of complaint history revealed there has been 1 complaint regarding 1 device for this device family and failure mode. During the same time frame 386 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .003 per the instructions for use, the user is advised the following; inspect instrument prior to use to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Exercise care in the use of the device to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. Inspect instrument after use to ensure it has not been damaged. This instrument is designed for use by surgeons experienced in the appropriate specialized procedures. It is the responsibility of the surgeon to become familiar with the proper techniques for use. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system.